Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by a customer is that 23.5 hours was entered for the duration but should have entered a duration of 2330 hours. During the infusion there were three patient side occlusion alerts and three restarts.